Event description:
Olympus was informed that during an unspecified esophagogastroduodenoscopy procedure an unidentified black piece of plastic came out of the gastroscope, and was recovered in the pt's stomach with the use a cold biopsy forceps. The procedure was completed with the same device. There was no report of injury to the pt.

Manufacturer narrative:
Olympus followed up with the user to obtain add'l info regarding the report, but was informed the users were unsure of the origin of the plastic piece, or when it may have fallen into the pt during the procedure. The device referenced in this report was returned to an olympus for eval along with the unidentified plastic fragment. Upon examination by service personnel, the plastic fragment appeared to be a portion of an unidentified biopsy port cover. The instrument and suction channels of the subject device were examined and found no evidence of debris inside the channel of the gastroscope, nor any anomalies with the channels that would have interfered with appropriate reprocessing. The eval revealed that the bending section cover glue was peeling at the insertion tube area. There was a minor chip noted on the outer edge of the objective lens, but this did not affect the image. The exact cause of the users report could not be conclusively determined. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.